Event description:
A surgeon reported that during insertion of the intraocular lens (iol) a defect was noted centrally in the optic. The surgical incision was enlarged to facilitate removal of the damaged lens and placement of another iol. The outcome of the event was good.